Event description:
Information received indicates leakage was noticed at the o2-out vent port at the begining of bypass with suspected fiber leak. The device was changed out with no affect reported for the patient.